Event description:
After an implantation period of approx. 59 months, it was reported that it was difficult to interrogate the device. Device was explanted.

Manufacturer narrative:
The ICD was returned for analysis. Initially, the device was interrogated, and the battery status was checked. The interrogation of the device showed no anomalies. An interrogation was possible without problems. The battery status was mos1, 26 charge processes had been recorded in the device memory. The charge drawn from the battery was checked and proved to meet expectations in regard to the battery status. After that, the device memory data were analyzed. The analysis did not show any anomalies that could be related to the clinical observation. In a next step, the icds capability to provide therapy was tested. The anti-bradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time turned out to be inconspicuous. The production documents of the ICD were reviewed. All manufacturing steps had been carried out properly. A performed standard final electrical test documented normal device behavior. In summary, no cause of the clinical observation could be determined based on the available information. The ICD proved to be fully functional during the analysis. There were no indications of a device malfunction.